Event description:
It was reported that the patient had two pumps implanted in 2006. There were problems with the first one. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).